Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl and seizures; cause was not known. Customer and ems (emergency medical services) administered glucagon injections to address the issue and went to the emergency room. Customer was treated with potassium and d50 and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.